Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture injury (e20). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-27042021-0000946442 submitted for adverse event which occurred on (B)(6) 2014. Mwr-27042021-0000946443 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013, (B)(6) 2014, and (B)(6) 2014 and mesh were implanted. It was reported the patient experienced an undisclosed adverse event. The other procedures are captured in separate files. No additional information was provided.